Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cables were regreased and the ma was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed an "ma error turn off 10 seconds" error message. The system was likely shutting down due to this error message. There is no report of patient injury associated with this event.